Manufacturer narrative:
The physician could not confirm the relationship of the event to the device.

Event description:
During treatment of a pt with the penumbra system and neuron guide catheter, a control angiogram showed there was vasospasm of the distal angular branch of the right ica. Therefore, 5mg nicardipine was placed into the right ica. Control angiography showed improvement.